Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, as well as the the wake button was delayed in responding to touch and unresponsive. Additionally, it was reported that the pump battery was depleting quickly, the insulin gauge was inaccurate, and the pump was warm to the touch while charging despite being in room-temperature conditions. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.